Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received a motor error alarm during bolus. Customer's blood glucose was 247 mg/dl at time of call. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted and the motor passed the motor test. No moisture damage was found on the electronics, motor, battery tube, vibrator or keypad assembly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.